Event description:
The tibial component had been implanted in varus, leading to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, provided information indicated varus device positioning was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.